Event description:
It was reported by a nurse that a vns patient had high lead impedance in 2008. The patient's device has been turned off since 2008 and no change has been observed in his seizure rate.